Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract during use after pressing the button multiple times. The following information was provided by the initial reporter: "writer started IV on patient. Angiocath needle would not retract when button pushed even with multiple attempts."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint can't be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract during use after pressing the button multiple times. The following information was provided by the initial reporter: "writer started IV on patient. Angiocath needle would not retract when button pushed even with multiple attempts."